Event description:
It was reported that the smartsite 20mm vented vial access device valve and perforator body detached during use. The following information was provided by the initial reporter, translated from italian to english: "multiprelieve device for fl d. 20mm mv0420-0006 lot n. 202040 currently used in our galenic laboratories presents a defect related to detachment between the body of the perforator and the smartsite valve with consequent impossibility of withdrawing the drug from the bottle: immediate replacement of current stocks with another lot is required. Inventory of pharmacy warehouse: 600 pieces +230 pieces in the laboratories.".

Manufacturer narrative:
Investigation summary: a mv0420-0006 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 202040. From the information provided by the customer, it appears that the smartsite separated from the vial access device (vad) which resulted in leakage of drug. The details of this feedback were shared with the legal manufacturer of the product, yukon medical llc, for investigation. A definitive root cause for the customer's experience could not be determined in this instance as the sample was not available for investigation, however it is possible that it occurred as a result of an inconsistent or insufficient application of glue, coupled with the twisting force during engagement or disengagement of the smartsite. A review of the production records from lot 202040 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smartsite 20mm vented vial access device valve and perforator body detached during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "multiprelieve device for fl d. 20mm mv0420-0006 lot n. 202040 currently used in our galenic laboratories presents a defect related to detachment between the body of the perforator and the smartsite valve with consequent impossibility of withdrawing the drug from the bottle: immediate replacement of current stocks with another lot is required. Inventory of pharmacy warehouse: (B)(4) in the laboratories."